Manufacturer narrative:
Other, other text: d4: correct part number provided upon receipt of device.

Manufacturer narrative:
Other, other text: only the connector and the tube were received of the cadd cassette reservoirs - flow stop was returned for analysis. The sample was visually inspected, at a distance of 12? To 24? And normal conditions of illumination. Only 2 parts of the product were received, the only thing that could be inspected was the bond through connector and tube but the other side of the tube is cut. A functional test of priming with water using a pressure tank or a syringe would be done but per sample conditions it is impossible to perform a functional test. The following are relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities: cassette bag loading, cassette leak testing, and deltec cassette. The bag stuffing and loading into housing? Operation was reviewed to ensure workmanship has attention to the operation and the fixture does not have sharp edges. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. Production performs 100 percent visual inspection to assure that the parts shall not be damaged including scratches or distorted and warped. Production performs 100 percent leak test per procedure to assure assemblies have been manufactured in accordance to procedure and the tube and bag components does not present a leak overall. Quality samples 15 units at an interval of two hours plus or minus 30 minutes, prior to placing product in bag in order to verify parts are free of damage, scuffs, pinch marks, cracks, crazing, cuts, or other workmanship defects that can affect assembly appearance and function. No root cause could be determined since the complaint was not confirmed due to the fact that the sample received was not in the condition that could manage a throughout investigation to cause the failure mode reported.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop during the use of the product, leakage of medical fluid occurred in it. No patient injury.